Event description:
The customer contacted heartsine to report that the on/off and shock buttons are not working. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to the failure of the membrane assembly which was caused by storage outside the indicated conditions. The returned device was archived by heartsine and the customer received a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that the on/off and shock buttons are not working. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.